Manufacturer narrative:
H10: the authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp replaced the speaker to resolve the issue as recurrence preventive action. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line 1: (B)(6).reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the device is getting an error code 1102 check vent: primary alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pi). The pil technician installed the speaker into a pi ventilator to duplicate the reported issue. The speaker was tested and there was no repeat of any error codes during the stb operation. In addition, the pil tech verified that the speaker does emit a distinct audible alarm during induced alarm conditions and the speaker passes all resistance testing of the voice coil and associated wires of the speaker. The suspect speaker¿s accusation has resulted in no problem found. The suspect speaker operates as designed.